Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a surgical procedure. During the surgery, when putting in a femoral recon nail and upon insertion of the nail the driving cap, the tip snapped off inside the insertion handle. The driving cap and handle became non-functional. It was unknown how the procedure was completed. It was unknown if there was a surgical delay reported. Patient consequence was unknown. Concomitant device reported: unk - nails: frn (part# unknown; lot# unknown; quantity: 1). This complaint involves two(2) devices. This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).